Event description:
The patient's mother reported finding the pump without power. A new battery was installed; however, the pump would not power on.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.